Manufacturer narrative:
This product is available for testing and evaluation but the engineering report is not available as of this writing. Additional info rec'd will be submitted within 30 days upon receipt.

Event description:
The 2.5 x28 stent did not cross the target lesion and the shaft broke. Upon receipt of the returned product, the shaft was separated. Additional info is not available.